Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was exhibiting oversensing, with intermittent inhibitation of bradycardia pacing.